Event description:
It was reported that the patient developed an infection. A symptom of soreness at the infection site was noted. The infection was not procedure related and the cause was unknown. All components were explanted and will not be returned per hospital policy. The patient was placed on antibiotics and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks after the permanent implant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: scs-paddle leads , model: sc-8216-70, serial: (B)(6), batch: 7072219.

Event description:
It was reported that the patient developed an infection. A symptom of soreness at the infection site was noted. The infection was not procedure related and the cause was unknown. All components were explanted and will not be returned per hospital policy. The patient was placed on antibiotics and was doing well postoperatively.